Event description:
The customer called to report high bgs. Bgs were treated with boluses. Instructed the customer to change the site. A day later a nurse called to inform that the customer was hospitalized for high bgs. It was stated that the customer thought they were having a heart attack. The customer did not change the set as instructed before. The doctor requested to have one of co's reps to go to the hosp and change the set. While speaking with the nurse customer was having a reaction. The customer was treating the bgs with the pump. It was indicated that the customer is doing fine and the doctor did not determine if the customer had a heart attack or not.